Event description:
End user reports that while descending a home built wheelchair ramp, she fell out of the motorized wheelchair fracturing her leg. End user states that she was not wearing a safety belt as advised in the owner's manual.

Manufacturer narrative:
Device not returned to manufacturer by end user for evaluation. However, no malfunction suspected. End user appears to have fallen out of the motorized wheelchair as a result of using the device on a non-compliant ada wheelchair ramp and not wearing her safety belt as advised in the owner's manual. User was re-educated on ramp safety and proper safety belt use.

Manufacturer narrative:
Device not returned to manufacturer by end user for evaluation. However, no malfunction suspected. End user appears to have fallen out of the motorized wheelchair as a result of using the device on a non-compliant ada wheelchair ramp and not wearing her safety belt as advised in the owner's manual. User was re-educated on ramp safety and proper safety belt use.